Manufacturer narrative:
Insulin pump was received with no button response at down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm motor error alarm and unable to perform any tests due to button unresponsive. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error and keypad anomaly. The customer¿s blood glucose level was 169 mg/dl. The customer reported that they received a motor error alarm. The customer reported that button was not responsive and was able to rewind the pump, but not able to load because of the down button. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section g4 with the initial report was incorrect. The correct date is (B)(6) 2019.